Manufacturer narrative:
Additional information in adverse event or prod prob (b). Investigation result: two mz5307 samples were received in opened packaging from lot 23119317 and 23049210. No residual fluid was present in the samples and no connecting product was provided to aid the investigation. The customer reported "a problem with the disconnection of the maxzero extension from the PICC & central line. Due to design change of the connection as they report". A visual inspection of the returned samples confirmed that both products had a different design of male luer, one male luer had the standard rotating male luer, and the other had the male luer with the retractable collar (appendix 1&2). Functional testing of both products was performed by connecting and disconnecting from various female luers from bd stock; no connection issues were observed throughout testing; however, it was noted the retractable collar required a different technique in order to remove the component. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 23119317 and 23049210 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note since the manufacture of lot 23049210, bd has changed back to the previously used retractable male luer due to feedback received from customer's; all future production will be with the fully retractable male luer collar. Although no product defect was identified during the testing of the returned samples, the customer's feedback has been forwarded to the marketing team for future considering; furthermore, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the mz5307 product over the past 12 months.

Event description:
- Please confirm the number of products affected? Many as per the hospital feedback, almost with every change to the maxzero set they experience the difficulty in disconnection. - please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation? No damage. - was there any patient/user harm? Potentially can cause damage to the central line hub as they are using forceps to disconnect the maxzero set. - was there any leakage observed? No.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector disconnected. The following information was received by the initial reporter with the following verbatim: they report a problem with the disconnection of the maxzero extension from the PICC & central line. Due to design change of the connection as they report

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed